Manufacturer narrative:
Product evaluation: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. Initial reporter zip code is not indicated at this time. (B)(4).

Event description:
A consumer reported after having an intraocular lens (iol) implant procedure, she now has to have a procedure done to adjust the lens as it has moved out of place. The lens remains implanted.